Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device logs showed intermittent "pads on" and "pads off" messages along with several defib cable ID changes, suggesting an inconsistent connection likely due to poor pad-to- patient coupling or cables not being fully engaged. After the user performed trouble-shooting including a power cycle, the device consistently detected the pads, displayed a stable pads view, and successfully delivered multiple shocks with no further issues. The device passed all functional testing without reproducing the customer report. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while responding to a patient (age & gender unknown) in cardiac arrest, the device pads failed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.